Event description:
During a pci procedure, the tip of the stent delivery system (sds) was unable to cross the mid left anterior descending (lad) target lesion and became stuck in the left main trunk (lmt). The lesion was pre-dilated. The lesion was reported to be slightly calcified and tortuous. The physician vibrated the unit and applied force but was still unable to cross the lesion, the sds was removed and the proximal end of the stent was noted to be flared. There was no reported pt injury.